Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up check. Upon review, the pacemaker exhibited diagnostics anomaly; atrial tachycardia/atrial fibrillation burden listed 23% when the year trend showed greater than 99% burden. Programming changes were made. Patient was stable.